Event description:
Information received by medtronic indicated that the insulin pump had crack in case. Customer stated that the insulin pump had been dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. On (B)(6) 2021 customer alleged pump has cosmetic damage (cracked battery compartment). Device p-cap/reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: partially detached retainer, cracked retainer, serial number label missing, pillowing keypad overlay, cracked case on corner of belt clip rails, cracked battery tube threads, cracked case above arrow and battery icon, cracked keypad overlay, and minorly scratched lcd window. In summary, customer allegation for cosmetic damage (cracked battery compartment) was confirmed during visual inspection where cracked case on corner of belt clip rails and cracked battery tube threads was noted.